Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that they were unable to open the cassette door and there was fluid leaking everywhere. The patient was connected during the incident. The patient stated an unknown alarm was received on the cycler. Fluid was discovered in the pump module area and on the external of the cassette. Fluid reportedly leaked from the bags and the cassette. The film on the back of the cassette was not loose. It is unknown at which point in treatment the leak began. The cause of the leak is unknown. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event, stating that fluid had leaked from the cassette and from the drain bags. There was no fluid leak from the solution bags. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient did not complete treatment on the day of the reported event. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that they were unable to open the cassette door and there was fluid leaking everywhere. The patient was connected during the incident. The patient stated an unknown alarm was received on the cycler. Fluid was discovered in the pump module area and on the external of the cassette. Fluid reportedly leaked from the bags and the cassette. The film on the back of the cassette was not loose. It is unknown at which point in treatment the leak began. The cause of the leak is unknown. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event, stating that fluid had leaked from the cassette and from the drain bags. There was no fluid leak from the solution bags. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient did not complete treatment on the day of the reported event. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.